Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the footboard is not functioning and has a blank screen. There was no pt involvement and no adverse consequences to report.